Event description:
It is reported that the device was implanted in 2005 and the pt had a poly swap done in 2006 for an unk reason.

Manufacturer narrative:
Eval summary: no product was returned for review. Also, no x-rays and/or operative notes were returned for eval. The device was in vivo for approximately 8 months. The pt's height and weight are unk. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.